Manufacturer narrative:
Pending details related to the underinfusion volume discrepancies. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not show any exterior anomalies. Functional analysis of the pump confirmed it successfully primed and flowed within design specifications. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a pump that was replaced due to underinfusion volume discrepancies.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported that the patient had a sudden increase of pain over a two week period. The pain was said to be somewhat positional, but even ptc boluses were not helping to decrease their pain. Additional information about the underinfusion volume discrepancies was not available. A catheter dye study was performed, which confirmed that the catheter was kinked. The catheter issues will be captured in an MDR against the catheter.